Manufacturer narrative:
Upon further investigation, the reported issue was observed during pre-use testing. No patient involvement was reported. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
Date of report: 06aug2021. There was no patient involvement.

Event description:
The customer reported high pressure in their v200 ventilator. The customer reported that the unit was not in use on patient. The customer contacted product support and requested for service repair. Further information is pending.